Manufacturer narrative:
The device was received without the aluminum foil. A visual inspection was performed and a crack was found on the cap opening. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, a crack was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.